Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level and insulin pump had over delivery. Customer stated that they visited to emergency room due to low blood glucose level on (B)(6) 2021. Customer's blood glucose level was 39 mg/dl at the time of hospitalization. Customer stated that they having symptoms like shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness, fatigue, etc. Customer stated that they were treated with food and infusion. The reservoir will not be returned for analysis.